Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys cea assay (cea) on an e411 analyzer. The sample initially resulted as below 0.2 ng/ml. The sample was then centrifuged and repeated, resulting with a value of below 0.2 ng/ml. The customer reported the value of below 0.2 ng/ml outside of the laboratory and it was questioned by a doctor. The customer then re-set the instrument and continued to measure samples. After the analyzer was re-set, a second tube collected from the patient at the same time was dispensed into a sample cup and measured. The second tube resulted as 11.9 ng/ml. The original tube was then dispensed into a sample cup and repeated, resulting as 11.64 ng/ml. The original sample was then returned to the sample collection tube and repeated twice, resulting as 11.64 ng/ml and 11.86 ng/ml. The patient was not adversely affected. The cea reagent lot number and expiration date were asked for, but not provided. The root cause of the issue was assumed to be incorrect aspiration of the sample. The customer declined a service visit and stated that a possible root cause of the issue seemed to be a slim blood collection tube.